Event description:
The customer stated that she was in a car accident as a result of hypoglycemia. The customer was subsequently taken by paramedics to the hospital for treatment. The customer stated that she usually experienced low blood glucose when she is menstruating. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.